Event description:
While undergoing an operation for a lead malfunction, blood was discovered inside the inner lumen of the lead. The ICD header also contained blood inside, especially inside the sense/pace port. Two stored electrograms showed abnormal signals with a combination of oversensing and undersensing. However, pt did not receive any inappropriate therapy.